Manufacturer narrative:
(B)(4). Seven used caresite smallbore extension sets, without packaging, were received for evaluation. The caresite smallbore extension set (catalog # 470106) contains two caresite valves per set. On five of the seven returned sets, a crack was observed on the female luer threads of the molded caresite valve body on one of the two caresite valves contained on each set. The cracks started from the top of the valve and extended down to the bottom of the luer threads. No cracks or other anomalies were visually observed on the other two sets. These two sets were then subjected to leakage testing according to specification with acceptable results. Without the lot number, a thorough evaluation could not be performed. Although the duration of use for the caresite valve could not be confirmed, the initial report from the facility did indicate that this issue seems to occur with chemotherapy that requires longer administration times. Per the instructions for use (IFU) for the reported product catalog number, "caresite lad is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hours." Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 9: reports there have been nine recent events of chemo leakage due to a crack in the valve area. The issues seem to occur with chemotherapy that requires longer administration times. The facility has switched to the ultrasite valve because of these occurrences. Four of the leakages occurred with methotrexate medication; the chemo medication was unknown for the other five events.